Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had time clock anomaly. The customer¿s blood glucose level was unknown. The customer reported that the self test failed. The customer reported that there is gain in time and the gain is not greater than 1 minute per week. Troubleshooting was performed. . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Programmed pump with the current time and date and monitored for three (3) days. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly.